Manufacturer narrative:
The lens was returned dry in a lens case. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 12.6mm tmicl12.6 implantable collamer lens, -10.0/+1.0/088 (sphere/cylinder/axis) it tore. Attempts to obtain additional information have not been successful.